Manufacturer narrative:
The insulin was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin was unable to prime unit during prime test due to faulty force sensor resistor. The insulin was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin was received with severely scratched display window. The insulin was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 37 mg/dl at the time of incident. The customer stated that they tried changing the battery but they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.